Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the unit reflected heat with a reading of 104.5 degrees fahrenheit at the elbow of the attachment which was greater than manufacture specification (104.5 degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). During repair, it was observed that the back end sub assembly and middle sub assembly were worn out showing corrosion. It was further determined that the bearings and gears in the back end sub assembly / middles sub assembly were worn out, showing corrosion which was consistent with creating heat from normal use. Therefore, the reported condition was confirmed. The assignable root cause was due to worn out bearings and gears from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that attachment device failed the temperature assessment at the elbow. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.